Manufacturer narrative:
Bordes, b., martin, d., schloss, b., beebe, a., samora, w., klamar, j., stukus, d., and tobias, j.d. (2016). Intraoperative anaphylactic reaction: is it the floseal? J pediatr pharmacol ther, 21(4), 358¿365. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
A pediatric surgical patient experienced an anaphylactic reaction related to floseal. The event was further described as during a posterior spinal fusion, floseal was placed at the site of the pedicle screws to achieve hemostasis. ¿within seconds, lung compliance was noted to be decreased as the peak airway pressures increased to 35 to 40 cmh20 and the map decreased to 40 mmhg. Tachycardia and an increase in endtidal co2 were noted with an obvious decrease in respiratory compliance and increase in resistance¿. The patient was treated with phenylephrine boluses for total dose of 250 mcg (route not reported), epinephrine boluses for total dose of 30 mcg (route not reported), albuterol metered dose inhaler (mdi) (route not reported), dexamethasone 12 mg (route not reported), and hydrocortisone 50 mg (route not reported) were administered. ¿there was prompt relief of bronchospasm and an increase in the bp (blood pressure) after epinephrine. Within 2 to 3 minutes following the epinephrine bolus, the bronchospasm and hypotension recurred. Two to 3 additional bolus doses of epinephrine totaling 20 mcg (route not reported) were administered until the patient¿s clinical status stabilized. The decision was made to abort the surgical procedure. The pedicle screws were removed, and the surgical incision was closed¿. The patient was transferred to the pediatric intensive care unit for further monitoring. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.